Manufacturer narrative:
Evaluation summary: the stent was returned entangled with a .014 filter wire (boston sci) and filter. There was dried blood present on the stent, filter wire and filter. The herculink delivery catheter was not returned. The stent was mangled but appeared to be completely intact. The boston filter wire was carefully separated from the filter material of the stent. An attempt was made to re-construct the shape of the stent. A photo was taken showing the length of the stent and also revealed the stent was still in tact. Photos were also taken of the boston devices. It was reported that during a procedure of the left renal, the stent came off the balloon, and while the physician was attempting to pull back on the catheter, the stent 'lodged/fell' in the purfundo (femoral area). The patient underwent surgery where the stent was retrieved without incident. The herculink elite catheter was not returned, which would have provided additional info to address the complaint. The stent was returned, mangled, loaded onto a filter wire, with the filter imbedded in the stent. A team from guidant went to the account to understand the case more: the account referenced that a filter wire was unable to cross the lesion, so a .014" wire did cross. Pre-dilatation was performed using both a 1.5 mm and a 4.0 mm balloon. Then the guide wire was replaced with the filter wire. When the herculink elite was advanced in the anatomy, the distal end of the stent got caught on the first sharp bend within the anatomy, while the proximal end remained in the guiding catheter. Unable to remove the stent and filter wire, a snare was used (at this point, the snare may have entangled the filter wire, in the stent). The snare, filter wire, and stent were surgically removed. The analysis of the mangled stent showed that the stent was intact (no broken struts). No additional info was provided concerning the geometry of the stent, prior to use. It was reported that when the physician decided to withdraw the un-deployed stent, the stent dislodged from the herculink elite catheter. The stent slid off the catheter. No root cause was identified for stent dislodgment. Since the identified product herculink elite catheter was not returned to abbott vascular solutions (guidant corporation), the identified unit's complaint could not be determined without being evaluated or tested. During mfg, all loaded stents are thoroughly checked. In addition, a sampling of the herculink elite catheters are submitted to re on-line for stent dislodgement testing. All testing results were well above the specs. Quality engineering was unable to determine a specific root cause.

Event description:
It was reported that during a procedure of the left renal, the stent came off the balloon, and while the physician was attempting to pull back on the catheter, the stent dislodged into the femoral area. The pt underwent surgery to remove and the stent was retrieved without incident . It was noted that this was a complex lesion and needed pre-dilatation before attempting deployment. There was no other reported pt consequence and no additional info available.